Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain(pelvic)') and uterine inflammation ('uterine chronic inflammation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, carpal tunnel syndrome, pain lumbosacral, ovarian cyst, lung disease, bacterial vaginosis, nabothian cyst and uterine myomatosis. Essure confirmation test: unknown. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), back pain ("pain(back)"), abdominal pain ("pain(abdominal)"), menorrhagia ("bleeding:menorrhagia(heavy menstrual bleeding)"), anaemia ("anemia"), headache ("headaches"), migraine ("migraine"), nervous system disorder ("neuro conditions/probs"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fibromyalgia ("fibromyalgia") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain") and uterine leiomyoma ("other injury(ies) or complication (s) please describe: uterine fibroids"). The patient was treated with surgery (laparoscopic total hysterectomy, right salpingectomy and cystoscopy). At the time of the report, the pelvic pain, uterine inflammation, dysmenorrhoea, back pain, abdominal pain, menorrhagia, anaemia, headache, migraine, nervous system disorder, weight increased, fatigue, vaginal haemorrhage, fibromyalgia, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, uterine inflammation, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: pain, bleeding, other injuries/symptom. Discrepancy noted in essure insertion date (B)(6) 2004 most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "abnormal bleeding (vaginal), fibromyalgia,other injury(ies) or complication (s) please describe: uterine fibroids" , uterine inflammation were added. Reporter information, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain(pelvic)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: unknown. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), back pain ("pain(back)"), abdominal pain ("pain (abdominal)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), headache ("headaches"), migraine ("migraine"), nervous system disorder ("neuro conditions/probs") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial) on (B)(6) 2015). At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, menorrhagia, anaemia, headache, migraine, nervous system disorder, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nervous system disorder, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: pain, bleeding, other injuries/symptom. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the new events: pain (pelvic/abdominal, back), dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), anemia, headaches, migraine, neuro condit/problem, weight gain, fatigue. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.